Event description:
It was reported that during a lap gastric banding procedure, there was a hair in the sterile device. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Universal seal. Eval summary: the analysis results of the b15lt found that the instrument was received out of the sterile package. During visual inspection no foreign matter "hair" was noted. Additionally the universal seal assembly was found cracked. No conclusion could be reached based on the analysis results as to what may have caused the event reported. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.